Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated they received an erroneous result for one patient tested for glucose on an accu-chek inform ii meter. The serial number of the meter was requested but not provided. The patient was (B)(6). The date of the event was requested but not provided. A heel blood sample from the patient was tested on the meter, resulting with a value of 41 mg/dl. A different sample from the patient was then tested immediately afterwards using the radiometer abl90 method and this sample resulted as 52 mg/dl. The patient's hematocrit was 50%. The patient was not adversely affected. The customer's product has been requested for investigation.

Manufacturer narrative:
The serial number of the used accu-chek inform ii meter was (B)(4). All controls were within range prior to the event and afterwards. The sample was collected from a heel stick. Lot no has been updated.

Manufacturer narrative:
The customer's meter and test strips were provided for investigation and tested with retention control material. Control ranges: level 1 105-131 mg/dl, level 2 274-340 mg/dl. Results: level 1 ¿ 111, 112 mg/dl. Level 2 ¿ 289, 295 mg/dl. All returned results are within acceptable range. It was asked, but information was not provided regarding the neonate patient's stress, blood flow to the site, tube/technique used by the laboratory or nurse, or condition of the patient at the time of comparison. All of these factors could have affected the accuracy of the results obtained.